Event description:
Caller reported blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, on aviva system 1, 130 mg/dl on aviva system 2 within 10 minutes. Caller reported a separate comparison of blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, on aviva system 1, 150 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for aviva system 1, medwatch with identifier (B)(6) is for aviva system 2.